Manufacturer narrative:
The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.

Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r.

Event description:
During device preparation for the af procedure, it was noted that when the catheter was connected to the tactisys, the message ¿catheter already used¿ was displayed. The catheter was exchanged and the issue was resolved. The procedure was completed with no adverse patient consequences.